Manufacturer narrative:
Follow-up #1: date of submission 9/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: black box shows no evidence of short battery life, ¿cs128-fe81¿ alarm is observed on (B)(6) 2016, secondary code ¿fe81¿ is defined as a post-delivery 5v motor power supply failure. The battery compartment is cracked at threads on the side.-moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump alarmed with a ¿cs078-0008¿ upon the first rewind attempt..3-unable to verify all steps and to adequately investigate reported ¿short battery life¿ complaint. Pump¿s cover was removed, further moisture corrosion was found to the motor drive circuit on the component c7 . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.